Manufacturer narrative:
This report is filed july 5, 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent two revision surgeries (surgery dates not reported) due to an infection at the implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.